Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining multiple erratic hemoglobin a1c (hba1c) results for several patients generated on the unicel dxc 600 pro synchron chemistry analyzer, over of course of four days ((B)(6) 2011). The erroneous results were reported out of the laboratory and some amended reports were submitted. This report documents the patient results generated on (B)(6) 2011, where seventeen (17) erratic results were generated and all results issued amended reports. There was no impact to patient treatment as a result of the erratic results.

Manufacturer narrative:
Per the customer complaint record, a1c qc shifted up close to + 2 standard deviation (sd) limit on (B)(6) 2011, but the calibration was not performed by the customer. The customer had "within lot calibration" setup and did not calibrate when a newly loaded reagent was loaded. The customer disabled the "within lot calibration" feature for this chemistry and performed calibrations. This resolved the issue. Service was not dispatched for this event, as the issue was resolved by the customer. Bec followed up with the customer on (B)(4) 2011 and the customer indicated that no further issues have occurred. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2050012-2011-04479, 2050012-2011-04480, 2050012-2011-04881.